Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. Occlusion alarms continued and a replacement pump was sent to resolve the issue.